Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and checked out complete system and found no problems. No additional problems or observations made. System meets all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient had first lasik in right eye on (B)(6) 1998 for monovision. Patient had cataract surgery on (B)(6) 2014. Patient had photorefractive keratectomy procedure 18 years later on (B)(6) 2016 on (B)(6) 2016 during patient follow up she reported blurred vision. Some edema and epithelial defect with no infiltrate and contact lens was in good position. Surgeon reported patient healing well. Post op medications as needed (ofloxacin 3% prednisolone acetate 1%) right eye distance visual acuity was 20/70. On (B)(6) 2016 follow up no issues and right eye distance visual acuity at 20/70. On (B)(6) 2016 patient reported vision was still blurry. Surgeon noticed surface irregularity in right eye cornea but epithelial defect had healed. Contact lens was removed. On (B)(6) 2016 patient complaint of blurred vision and thinks has a floater in right eye. Patient was diagnosed with central island in right eye distance visual acuity was 20/50 and manifest refraction -0.75 x -0.25 x 70.